Manufacturer narrative:
H3: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a cassette attached error. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due failed upstream occlusion (uso) sensor. As a result, the uso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed cassette did not attach properly. The user reattached the cassette and tried different tubing with same result. The event occurred before infusion at the hospital.